Event description:
It was reported that during set-up, before patient in room, the subject device exhibited that the bayonet lock was defective (one pin was missing, and another pin was loose). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost and coupler rattles. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to damage on coupler unit, the coupler rattles and regarding the new reportable finding water tightness is lost the cause is traced to damage on cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.